Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the faulty spare lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation, the spare lamp indicator was blinking due to faulty spare/emergency lamp. High function was not working sometimes due to faulty hinge assembly. Dust found inside the equipment. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd xenon light source spare lamp was blinking. The issue was found during maintenance. There was no patient involvement.